Manufacturer narrative:
After further review of additional information received the following sections b5, d4, g4, g7, h2, h3 and h6 have been updated accordingly. Section b5: additional information recieved indicates that the physician has used the exoseal vcd a dozen times prior to this procedure. The exoseal vcd prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. A brite tip catheter sheath introducer was used (unknown lot number). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no difficulty deploying the plug. There was no excess force applied during insertion. Other additional procedural details were requested but were unknown. As reported, hemostasis was achieved using a 6f exoseal vascular closure device (vcd) without any problems. However, the night of the surgery day, acute ischemia was confirmed in the limb where the exoseal was used. Foreign matter was found in the blood vessel. The foreign matter seemed to be the plug and it was removed by performing an endovascular procedure. After the procedure, there was no effect on the patient. This was an endovascular therapy (evt) case that was performed by using a contralateral approach. The device was used with a short sheath. There were no anomalies on the device before and during the use of the device. The physician has used the exoseal vcd a dozen times prior to this procedure. The exoseal vcd prepared according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. A brite tip catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no difficulty deploying the plug. There was no excess force applied during insertion. Other additional procedural details were requested but were unknown. The product was returned for analysis. A small plastic bag with blood residue inside was received inside another plastic bag. The mentioned plug in the complaint was not returned. A product history record (phr) review of lot17877265 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inaccurate placement ¿ intravascular¿ was not returned during analysis of the returned device. The plug was not returned with the device and therefore a complete physical evaluation could not be performed. The exact cause of the reported event could not be conclusively determined. Patient and procedural factors may have contributed to the reported event. As cautioned in the instructions for use (IFU), which is not intended as a mitigation of risk, ¿serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Avoid the use of exoseal vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm.¿ the IFU also states, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the phr review nor the information available for review suggests that the reported issue could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17877265) presented no issues during the manufacturing process that can be related to the reported event. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was achieved using a 6f exoseal vascular closure device (vcd) without any problems. However, the night of the surgery day, acute ischemia was confirmed at the limb where the exoseal was used. A foreign matter was found at the blood vessel. The foreign matter seemed to be a plug and it was removed from the obstruction by performing an endovascular treatment. After that, there was no effect on the patient. This was an endovascular therapy (evt) case that was performed by a contralateral approach. The device was used with a short sheath after that. There were no anomalies on the device before and during use of the device. The foreign matter will be returned with the exoseal device for analysis because the physician requested to confirm whether or not the foreign matter was the hemostasis plug.